Event description:
It was reported that threads from a straight shell inserter broke off and remained within the acetabular cup apex hole during use. It was reported that there was no patient involvement.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.